Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution. Additional comment: we submitted the initial report on oct 15th 2019. This is resubmission.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal fixation and implanted this product (bone void filler). The patient's postoperative course was excellent during the early postoperative period. However, the patient visited the surgeon about five months after the surgery for a pain at the surgical site. X-ray images of the patient's affected limb revealed plate breakage and a hinge fracture. The surgeon carried out a reoperation consisting of iliac bone grafting, and replacements of bone void filler and bone plates and bone screws. After removing the broken bone plate and bone screws, the surgeon fixed the tibia a new with bone plates and bone screws of a different manufacturer by placing a single bone plate each onto the medial and lateral surfaces of the proximal tibia in order to reinforce the tibia. Comments from the surgeon: the above-mentioned adverse event may be attributable to the patient's large physique and the hinge fracture.